Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparotomy and appendectomy. Previously administered products included for migraine: lexapro. Concurrent conditions included overweight, endometriosis, ovarian cyst, cervicitis (mild chronic cervicitis with benign squamous metaplasia.), endocervical squamous metaplasia and nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), ferrous sulfate (ferrous sulphate), ketorolac, naproxen, omeprazole (prilosec), ondansetron and ondansetron (zofran). On (B)(6)2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), anxiety ("anxiety") and weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia") and arthralgia ("joint pain"). The patient was treated with ranitidine hydrochloride (zantac), antibiotics, lorazepam (ativan), caffeine, amlodipine besilate (norvadipin), surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy) and surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, anxiety, urinary tract infection and cystitis had resolved and the genital haemorrhage, vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, tooth disorder, fatigue, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, weight increased, female sexual dysfunction, gastrointestinal disorder and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain and menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Onset date of event weight increased was updated. Event excessive bleeding was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparotomy and appendectomy. Previously administered products included for migraine: lexapro. Concurrent conditions included overweight, endometriosis, ovarian cyst, cervicitis (mild chronic cervicitis with benign squamous metaplasia.), endocervical squamous metaplasia and nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), ferrous sulfate (ferrous sulphate), ketorolac, naproxen, omeprazole (prilosec), ondansetron and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive: unspecified"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia") and arthralgia ("joint pain"). The patient was treated with ranitidine hydrochloride (zantac), antibiotics, lorazepam (ativan), caffeine, amlodipine besilate (norvadipin), surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy) and surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, anxiety, urinary tract infection and cystitis had resolved and the vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, tooth disorder, fatigue, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, weight increased, female sexual dysfunction, gastrointestinal disorder and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain and menorrhagia." Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received- new event pelvic inflammatory disease, joint pain and treatment medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparotomy and appendectomy. Previously administered products included for migraine: lexapro. Concurrent conditions included overweight, endometriosis, ovarian cyst, cervicitis (mild chronic cervicitis with benign squamous metaplasia.), endocervical squamous metaplasia and nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), iron preparations, ketorolac, naproxen, omeprazole (prilosec), ondansetron and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and anxiety ("anxiety") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), discomfort ("discomfort") and lactose intolerance ("lactose intolerance"). The patient was treated with amlodipine besilate (norvadipin), antibiotics, caffeine, lorazepam (ativan), ranitidine hydrochloride (zantac) and surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, anxiety, urinary tract infection and cystitis had resolved and the genital haemorrhage, vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, tooth disorder, fatigue, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, weight increased, female sexual dysfunction, gastrointestinal disorder, arthralgia, abdominal pain lower, discomfort and lactose intolerance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bladder disorder, cystitis, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, lactose intolerance, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- lower abdominal pain, discomfort, lactose intolerance. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- lower abdominal pain, discomfort, lactose intolerance. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparotomy and appendectomy. Previously administered products included for migraine: lexapro. Concurrent conditions included overweight, endometriosis, ovarian cyst, cervicitis (mild chronic cervicitis with benign squamous metaplasia.), endocervical squamous metaplasia and nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), ferrous sulfate (ferrous sulphate), ketorolac, naproxen, omeprazole (prilosec), ondansetron and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), female sexual dysfunction ("apareunia") and gastrointestinal disorder ("gastrointestinal or digestive: unspecified"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - right ovary removed with hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, urinary tract infection and cystitis had resolved and the vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, tooth disorder, fatigue, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, weight increased, female sexual dysfunction and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain and menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her historical medication/condition and concurrent conditions were added. Essure indication was amended. Essure insertion date was updated. Her concomitant medication was added. Following events: abnormal bleeding (menorrhagia), dental problems, fatigue, bladder or urinary problems or changes, anxiety, urinary tract infection, bladder infection, migraines, headaches, nausea, vaginal discharge, apareunia and gastrointestinal or digestive: unspecified were added. She had recovered from the events: pain, anxiety and infections. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.